Event description:
A problem was reported with the pump battery not charging properly, despite attempts to use different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support decided to replace the pump, confirming the customer's shipping address and instructing them to return the faulty pump using a provided label and box within ten days.